Event description:
Guidewire came through hole at distal portion of tube, where feeding goes out into stomach. Risk manager verbally reports that no adverse sequelae have been identified with this pt related to this event.